Event description:
During an incident in 2004 involving a pt in cardiac arrest, the unit shut down during charge displaying low battery. The battery was replaced and again the unit shut down displaying low batteries. An als crew was at the scene when this crew arrived and had been there 5 mins but could not defibrillate with their lifepak because of low batteries. CPR was continued throughout. Another als crew arrived as the pt was being loaded into an ambulance and took over pt care. The pt was pronounced at the emergency dept. The uor states: "at no point was pt care ever delayed when there was a failure in the equipment."